Event description:
A caller reported experiencing a cartridge alarm with their pump. There was no adverse impact to the customer's blood glucose level, although levels were elevated the previous night. Technical support decided to replace the customer's pump. The customer was advised to store the current pump in storage mode and return it within 10 days using a pre-paid label. The customer was informed about the steps to take when they receive the replacement pump, which would come with updated software. The customer indicated they would continue using the current pump for now but could switch to insulin pens if necessary.